Event description:
Additional information received reported cause of the event was not determined and it was unknown if it was device related. The patient did not have a 50 percent or greater symptom reduction. No reprogramming was needed and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0421488v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0204695v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had reoccurrence of symptoms including leaning over, not holding their head up, slurring of words and inability to follow directions within the past 12 hours. The patient was doing well before the sudden change in therapy. The nurse practitioner of the care facility reported that they do not work with deep brain stimulators (dbs) and it was difficult to tell symptoms return because the patient was not communicative. The nurse practitioner thought that both sides were affected with these issues. It was also stated that the day prior to report, the patient came down with cold. The patient had been charging weekly and the implantable neurostimulator (ins) was 50% charged and stimulation on per the patient programmer with voltages at three and four volts. There was no reprogramming or setting changes that had been made with patient programmer that coincided with the change. The patient saw an out of regulation (oor) message on their patient programmer for the first time today. No patient falls or trauma reported. The patient's parkinson's disease progressed as well. It was indicated that the patient had a routine follow-up appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.